Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the reported product identified signs of use and damaged threads from removal. The reported device was measured with calipers and the device was verified to match specifications. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. The customer provided an x-ray image. Sme evaluation of the x-ray, by medical affairs manager, was able to confirm the bone loss event. The infection could not be verified. There was no device malfunction found with the implant. A root cause cannot be determined.

Event description:
It was reported that the implant was removed due to infection and bone loss. Site was sutured.

Manufacturer narrative:
(B)(4). Additional 510k numbers: k011245 and k002188. Device not returned.

Event description:
It was reported that the implant was removed due to peri-implantitis. Tooth location 28.